Event description:
Customer called reporting issues with his infusion sets and insertions sites. During the call, he mentioned that he does not believe his insulin pump is delivering correctly. His blood glucose remains high until he does an infusion set change. After that, his blood glucose goes down. The device does not alarm no delivery. There is an absence of the no delivery alarm. Trouble shooting was declined because customer did not have time or tubing clamps. He was advised to call back when he receives them so he can trouble shoot. Customer's blood glucose was 152 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.